Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device was able to manually power on and off via battery and ac power. All alarm conditions were audible and visual. The full charge capacity of the battery was below the acceptable range. However, when the device battery was fully discharged, a low battery alarm was triggered prior to the device powering off. In this condition, the reported issue was duplicated. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device powered off without low battery on its own. There was no patient impact or consequence reported.